Event description:
Related manufacturer reference number: 2017865-2022-43943. It was reported that the patient presented with chest tightness and pain after having a right ventricular and atrial lead implanted. The physician suspected a cardiac perforation by the leads. During the same implant procedure, the leads were explanted and replaced. After the lead replacement, the patient felt no more discomfort. The patient condition was stable.

Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece. A tip stiffness test was performed, and the results were within specification. Visual and x-ray inspections of the lead did not find any anomalies with the exception of procedural damage.